Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that for a non pacer-dependent patient gradually increasing pacing lead impedance was observed. Diagnostic imaging was recommended. No further information is available.